Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer lifted the serter and the needle was up in the serter. Customer's blood glucose was unknown, but earlier it was in the 50 mg/dl range. Treated with food and was feeling fine. Customer's spouse was advised how to properly use the serter and to discard the sensor. No further information reported. No further information reported.